Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported stimulation was off and it was causing her shocking and electrocuting feeling since (B)(6) 2016. She indicated the shocking was getting worse over time and sharper; she was shocked three (3) times in an hour and it took her breath away. The pain felt like it was piercing through her chest and body, and she was in so much pain her voice was shaky. After she was shocked, she was throwing up. She thought she had the flu, as she had a fever of 102 and it was red over the implantable neurostimulator (ins) implant. She was sweating profusely, could not sleep on her back or on the right side where the implant was, and was having pain down her leg, hip, and lower back. No falls or trauma were reported. The consumer noted being in the hospital three weeks ago and was told she had a hernia and an infection that could not be located. She was given oral antibiotics, it did not help her, and she was still sick. The consumer mentioned having stage 2 rsd and confirmed she had it before the ins was implanted. The ins was confirmed to be off. As the consumer did not have a managing health care professional, she was directed to seek medical care as necessary. Additional information received from a health care professional (hcp) reported the consumer was at the ER and she was getting shocks in her back and down her legs, that the sensation was almost in her whole body. The consumer noted it happened four (4) times today and she did not have any external device with her. The hcp noted the consumer told him that her device had not worked for a while. Indication for use included epidural fibrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.